Event description:
It was reported that the patient was having problems with their device since about (B)(6) 2015. The implantable neurostimulator (ins) was lying on top of the patient¿s stomach and they could feel it poking through the stomach. Eating hurt their stomach and the patient wanted it removed. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4).